Manufacturer narrative:
No customer returns were available for evaluation. The patient was taking the medication pamidronate during the testing periods. The calcium reagent package insert provides information for suitable specimens, related bibliographies and interfering substances; however, pamidronate is not specifically listed. It states "interferences from medications or endogenous substances may affect results" and also provides information on reagent handling, and how it could impact results. No non-statistical or adverse trends, nor similar complaints related to the issue were identified. The review of product labeling revealed adequate labeling for suitable specimens, interfering substances and related bibliographies. Based on the available information and the results of this investigation, the calcium reagent is performing acceptably.

Event description:
The account generated a depressed architect calcium of 2.10 mmol/l on a patient who repeated 3.67 and 3.79 mmol/l with the architect method and 3 mmol/l with the roche method. No specific patient information is available. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.